Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) touchscreen not responding. No patient harm was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Cleaned touchscreen with dampened towel and wiped dry. Unit's touchscreen now responds to all touch and passes touchscreen calibration. Adjusted battery compartment tension springs and now the batteries eject with no hesitancy. Unit passes all functional, safety, and electrical tests to factory specifications. Unit returned to customer.